Event description:
The customer reported non-reproducible troponin I (accutni+3) results. The access 2 immunoassay system of a unicel dxc 600i synchron access clinical system in the customer's laboratory generated elevated accutni+3 results for one patient sample. The patient sample was reanalyzed on an alternate instrument in the laboratory and a lower accutni+3 result was produced. The initial, elevated results were not reported from the laboratory and there was no change to or impact to patient treatment in connection with this event. All system parameters such as quality control (qc) results, system check, calibration, and precision runs were within assay and instrument specifications. The patient sample was collected in a lithium heparin plasma separator tube and centrifuged for ten minutes at 3500 rpm.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noted air bubbles in the dispense probes. The fse removed, inspected, and reinstalled the wash pump, precision pump, wash pump valve, and precision pump valve. Upon priming the system, the fse did not note any bubbles in the manifold or dispense lines. A passing volume check on all dispense probes and was performed.